Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: activa, product ID: 37085-60 (serial#: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2012, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that patient's battery and end of extension was sent in for culture. Infection was noted, yesterday. And patient had implanted neurostimulator (ins) and extension removed today ((B)(6) 2024).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the battery and extensions were removed and the leads were capped. The hcp believed the cause of the infection was due to radiation treatment, but they didn¿t know for sure. It was unknown if the infection was resolved as the patient was put on antibiotics and referred to an infectious disease physician.